Event description:
It was reported that the user experienced repeated insulin occlusion alerts on the ilet despite multiple supply changes with reported blood glucose up to 256 mg/dl, with the user suspecting the piston was not advancing insulin through the tubing; initial troubleshooting showed the pump could advance the piston without load, and the user was using an inset infusion set with connector and cartridge, with subsequent successful supply change using new components, but occlusions recurred and a replacement pump was arranged. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and evidence of a deformation problem. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.